Manufacturer narrative:
The motion sensor test failure alarm during rewind was due to the motor encoder signal being out of phase. The device was received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a motion sensor test failure alarm with their insulin pump. The customer states the device wants to rewind constantly. The customer's blood glucose at the time was 45mg/dl. The customer did not want to troubleshoot for low blood glucose. Troubleshoot was conducted. The customer was not able to check alarm history, due to the device being in a rewind loop. The customer was advised to discontinue use of the device, and that it would need to be replaced and retuned for analysis.